Event description:
It was reported that there was a burning sensation in the device pocket. The reporter stated that this occurred when the device was off, and the burn was felt especially at night. It was noted that the patient turned the device off at night. It was also reported that the patient had "burning down the legs," but it was suspected to be residual stimulation. It was unclear was "burning down the legs" meant. The reporter stated that this burning sensation had been going on since april when the device was implanted. It was reported that the patient wanted the device removed. It was noted that an x-ray had been performed but the reporter hadn't reviewed it. About a month later, it was reported that the event may possibly have been due to the extension, or may possibly have been due to the placement of the lead/extension. It was noted that there were no abnormal impedance measurements. The reporter stated that imaging took place and revealed no significant abnormality. A revision was scheduled for (B)(6) 2012. It was noted that the patient did not require hospitalization. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3888-33, lot # j0417694v, implanted: (B)(6) 2004, product type lead; product ID 37744, serial # (B)(4), product type programmer. (B)(4).